Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) for a review of reports on this pacemaker system. Upon analysis of the presenting electrogram (egm) ts found that there was far-field oversensing of the ventricular signal by the right atrial (ra) lead. There was no pacing inhibition observed. Ts suggested reprogramming device. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service.